Event description:
It was reported that the customer received a failed selftest alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during the self test and during boot up due to a faulty component on the radio frequency circuit board. Moisture damage was noted on the radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.